Manufacturer narrative:
The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump was received with high sleep current due to corrosion damage at the electronic assembly. No critical pump error alarms were noted. The insulin pump was received with traces of corrosion at the motor assembly. The insulin pump was received with cracked case on the back at the battery tube area, broken off piece of the battery tube threads, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay, stained serial number label and missing display window cover.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a critical pump error alarm on the insulin pump and they could not turn it off. The customer¿s blood glucose level was 119 mg/dl. There was a crack and a missing plastic part on the battery compartment. The insulin pump was not dropped. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.